Event description:
It was reported that the pacs connector on the 9800 system was damaged and there was black dots on the screen. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The external interface and image processor boards were replaced during the service call. The system was tested and found to be working as intended, and put back into service.